Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported material deformation/flared stent was able to be confirmed. The reported failure to advance and the reported difficulty removing the device were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure to treat a lesion in the heavily calcified left anterior descending artery, a 3.0x23 mm rx xience xpedition stent delivery system (sds) was advanced via direct stenting but could not cross the lesion due to the patient anatomy. The sds was withdrawn from the patient anatomy; however, resistance was felt with the tuohy as the tuohy was not open enough for removal of the sds. The tuohy was loosened and the sds was simply withdrawn; however, the proximal stent struts were noted to be flared. Pre-dilatation was performed and a new same size rx xience xpedition sds was used successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.